Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, patient was admitted to the hospital where the surgeon performed spine fusion surgery using rhbmp2 on the lumbar region of his spine from vertebrae l3 to l5. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutters). Patient was reported to have "worsening lower back pain, with radiating pain to his bilateral hips and legs, and numbness and tingling in his legs and feet." "Severe pain and symptoms led to revision surgery on (B)(6) 2010."

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2010 the patient underwent fusion surgery at l3-5 in which rhbmp-2/acs was used. On (B)(6) 2010 the patient was discharged from the facility.